Event description:
Reportedly, the subject device was explanted after patient death due to multiple organ failure.

Manufacturer narrative:
Preliminary analysis on returned device did not reveal any issue with the subject defibrillator.

Event description:
Reportedly, the subject device was explanted after patient death due to multiple organ failure.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject device was explanted after patient death due to multiple organ failure.